Event description:
The generator and lead were received into analysis. The data from the generator was reviewed, which showed that high impedance had been present for over a year and a half prior to the surgery. It could not be determined when the high impedance was first present. No further relevant information has been received to date.

Event description:
It was reported that high impedance was identified after diagnostics were performed during a generator replacement surgery due to battery depletion. The generator was replaced, but the high impedance was still present. The lead was then replaced, and the surgeon reported seeing a lead fracture. No further relevant information has been received to date.

Event description:
Analysis on the lead was approved. Abraded openings were noted on the outer and the inner silicone tubing (past the electrode bifurcation) of the lead coils. A break was identified in the positive coil. Scanning electron microscopy images of the positive coil break; showed that pitting or electro etching conditions have occurred at the break location. Due to metal dissolution the fracture mechanism could not be ascertained. Note that since portion of the electrode array was not returned for analysis, an evaluation and resulting commentary could not be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. Analysis on the generator was also approved. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrated that accurate resistance measurements were obtained in all instances. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The data from the generator showed that the last 62;25% change in impedance was over a year and a half prior to explant, but it went from high impedance to higher impedance. Therefore, it cannot be determined when the high impedance was first present.